Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement mvs computer shipped to site 07/28/2016. No parts have been received by manufacturer for analysis. On 07/27/2016 a medtronic representative performed an imaging system check-out, imaging modalities and system inspection areas passed. Mechanical test failed. Computer database suspected corrupt. On 08/05/2016 a medtronic representative performed an imaging system check-out, all areas passed. System computer was not working and the computer had to be changed and reconfigured. A new generation computer has been installed. System calibration was performed with success and the communication with the navigation system was verified. Issue resolved. System performed as intended.

Event description:
A medtronic representative reported a site's imaging system experienced an error that may have caused damages to the system's database. Attempt to remove corrupt files was unsuccessful. There was no patient present when this issue was identified.

Manufacturer narrative:
Investigation of returned suspect mobile view station (mvs) computer finds that as reported the computer database is corrupt. Verified time and date were correct (cmos check) and did virus scan. Performed raid and reloaded 3.1.6 software. The software load was successful and they system functions as expected. Communication, 2d and 3d imaging as well as image store and retrieval are functional. Patient data removal performed. Corrupt o-arm software. A software investigation was completed, which included a review of the mobile view station (mvs) computer findings and suspects a hard drive problem with the computer was the cause of the corrupt o-arm software.